Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The projected longevity for the device was 5.1 years and the device as implanted for 5.4 years and did not declared elective replacement indicator (eri) while implanted.visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This report is being filed to correct the manufacturer information in sections d3 and g1.

Event description:
It was reported that this device was explanted due to an allegation of premature battery depletion. The device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This device will be returned for analysis. Upon return and analysis this investigation will be updated.

Event description:
It was reported that this device was explanted due to an allegation of premature battery depletion. The device will be returned for analysis. No adverse patient effects were reported.